Event description:
It was reported that the circuit developed three pinhole leaks after 7 days of use. The pt had been using the circuit for 6 days when during a routine ventilator check, the exhale tidal volume was noted to be low. The ventilator circuit was checked for leakage with none found. When the pt vitals did not improve, another individual was requested to check the system for leakage. Again, no leaks were found in the circuit. Various actions were taken over the next 7 or 8 hours, including changing the trach and adjusting pressures. The pt was then removed from this circuit and ventilator and a different type of breathing machine was utilized. When this did not initiate improvement, the pt was placed back on the original ventilator with the original circuit. Around two hours later, it was noted that the circuit had three pinholes in the corrugated tubing about midway on the expiratory limb, along the peaks, and mositure could be felt from the holes. Additional info has been requested from the facility and testing is being conducted on the circuit limb received.